Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6)2022 in order to undergo a skin revision surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.